Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte day aligners, a patient reported they found a cracked tooth during aligner treatment. It is not clear if the crack was caused by the aligners, however, the patient's dentist recommended they cease treatment due to the fragility of the crack and the pressure of the aligners.